Event description:
The customer returned the olympus gastrointestinal videoscope to the service center for a separate issue. During the analysis, the repair center found the image had a vertical line. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image had a vertical line. Based on the results of the investigation, the probable root cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.